Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported inability to remove the gripper line could not be determined. The reported tissue damage was due to procedural circumstances. It should be noted that the instructions for use (IFU) state, do not deflect the sleeve tip more than 90 degree as device damage may occur. There is no indication that the user error of deflecting the sleeve more than 90 degrees influenced the reported events. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system IFU as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This filed to report inability to remove gripper line, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. It was noted that the clip was closed tight after lock line removal and the cds was curved slightly above 90 degrees. After removing approximately 20 inches of the gripper line, resistance was noted and the gripper line could not be removed. Troubleshooting was performed, but not successful. A catheter and snare were used to remove the gripper line successfully. After removal, a small hematoma was observed in the anterior annulus. Anticoagulation was reversed at the end of the procedure, and the hematoma was not treated. The hematoma was monitored, and it did not worsen. One clip was implanted, reducing mr to less than 1. No additional information was provided.